Event description:
Caller reported a malfunction on the pump after it was exposed to x-ray. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arise again.